Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever and another manufacturer's retriever device. After one pass was performed, a thrombolysis in cerebral infarction (tici) score of 3 and reperfusion were obtained. Post procedure symptomatic intracranial hemorrhage (sich) occurred and an external decompression was performed. The patient was reported to be recovering. The physician's opinion that was reported indicated that sich was a hemorrhagic infarction associated with reperfusion. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and stroke are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever and another manufacturer's retriever device. After one pass was performed, a thrombolysis in cerebral infarction (tici) score of 3 and reperfusion were obtained. Post procedure symptomatic intracranial hemorrhage (sich) occurred and an external decompression was performed. The patient was reported to be recovering. The physician's opinion that was reported indicated that sich was a hemorrhagic infarction associated with reperfusion. No further information is available.